Event description:
Hosp advised that the pump was sent to the biomedical dept with a note stating "defective" biomedical engineering tested the pump by installing an administration set, and closing the door. The pump freeflowed on channel b prior to being started. The pump was not on a pt at the time of this event.